Event description:
A motor stall and recovery was reported; this occurred during a CT scan. The pt was experiencing symptoms (unspecified). A dye study ((B) (6) 2010) revealed the catheter was patent and functional. A roller study was performed ((B) (6) 2010), the rollers did move. Per the hcp, the movement of the rollers was 'sluggish'; the recommendation to the pt was to replace the device. The outcome of the pt was not reported at this time, a follow-up report will be sent when additional info becomes available.

Manufacturer narrative:
(B) (4).